Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fourth firing on the stomach tissue in the fundus area on a laparoscopic sleeve gastrectomy, the stapler was able to fire but there was poor staple formation and an incomplete staple line. It was stated that the staple line was not able to be fully fired and approximately three rows of unformed staples went through the tissue at the distal. A new reload was opened and fired medially to the misfired staples. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.